Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. System error log review was conducted. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed. The vessel sealer extend (vse) instrument pn: 480422-01 // ln: m90200714-0206 // sn: (B)(4) is a single use item and it was recorded as being used in this procedure. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analysis (afa) engineer completed log review and results were as follows: an e-100 generator was used and an isi field service engineer (fse) will have the e-100 generator returned for analysis so that we can verify energy output upon failure analysis (fa) evaluation. The fse uploaded the logs which showed that there was nothing noted with regard to sealing/grip torque, engagement, or initialization. It did not appear that there were any relevant instrument or system errors for the procedure on (B)(6) 2021 on system sk3859. An isi field service engineer (fse) investigation was completed. The fse went on site to troubleshoot the customer reported vessel sealer extend (vse) issues and to complete system verification. The fse installed a vse test instrument and was unable to duplicate the reported issues. While the fse was unable to reproduce the reported issue, as a precaution, the fse replaced the e-100 generator pn: 374848-08 // sn: (B)(4) to address the customer alleged vse instrument issue. The unit was sent for further testing and failure analysis. The system was tested and verified as ready for use. Isi received the e-100 generator pn: 374848-08 // sn: (B)(4) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not replicated. The unit was in good condition. The unit was installed into the test system and it worked fine with an energy instrument installed. With a saline dipped gauze pad in the jaws, the instrument was fired and the yellow pedal/sync activated 20 times and the unit worked without any issues. The unit was no trouble found (ntf). Additional testing was performed by engineering. The unit powered on and passed power on self-test successfully. Verification protocol testing of the unit found that the unit met the specified values. The unit worked as expected without any issues. An isi medical safety officer review findings were as follows: according to the information provided in the description of event, the patient who underwent a da vinci-assisted right colectomy with an extra-corporeal ileocolic anastomosis required a second operation after coding ultimately expiring approximately 3 days after the initial operation due to acute blood loss anemia. There were no issues or events reported by the attending surgeon of record that occurred during the initial operation. However, the attending surgeon of record indicated, retrospectively, the surgical field was a little bloody. Based upon the information provided, the patient expired due to hypoperfusion secondary to acute blood loss anemia. It is unclear from the information if the da vinci system, instrumentation, and/or accessories caused or contributed to the patients mortality. The surgeon alleged that the vessel sealer extend (vse) instrument failed to seal during the initial da vinci procedure and that this contributed to the patient's death, but it was unspecified as to how it contributed to the patients death. It was also unspecified as to how bleeding was addressed and/or what specific medical intervention was administered. The customer determined that the proper sealing tones were audible during use. Additionally, system and instrument log review found that there were no relevant instrument or system errors for the procedure on (B)(6) 2021 on system sk3859. While the insufficient sealing allegation did not occur until post-operative complications were identified, this complaint is being reported as a malfunction as the customer reported that the vessel sealer extend instrument did not sufficiently complete a seal, even though audible beeps from the generator provided a signal that indicated that the seal was complete. Although the report is being reported as a malfunction due to the customer allegation, there is no confirmation of a product issue since the user disposed of the product after the procedure. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response. At this time, the root cause of the reported issue is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in initial reporter is not available. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510(k), recall, and recall numbers are not applicable.

Event description:
It was reported that after a da vinci-assisted right colectomy procedure on thursday (B)(6) 2021, the patient allegedly experienced complications. On friday (B)(6) 2021, the patient presented with a spike in temperature and coded. As a result, the patient underwent a second, open, surgery at/around midnight on (B)(6) 2021 by the same surgeon. The surgeon alleged that there was an unspecified amount of bleeding, from an unspecified vessel that had allegedly been sealed with a vessel sealer extend (vse) instrument during the initial da vinci procedure, and unspecified medical intervention was administered. The patient subsequently expired on saturday (B)(6) 2021. After the open surgery had completed, the surgeon alleged that the vessel sealer extend (vse) instrument failed to seal in the da vinci procedure and the surgeon believes an insufficiently sealed vessel during the da vinci procedure may have contributed to the patient's death. However, there was no indication of a product problem during the initial surgery, thus the product was disposed of after the procedure. Minor bleeding was observed during the case, but there was no indication that the surgeon addressed the bleeding after the observation. The initial da vinci procedure completed robotically with no initial report of instrument or system issues and no patient harm or injury. There was no initial allegation of a da vinci product malfunction. There was no report of insufficient, delayed or other sealing issues with the vse instrument during the case. It was confirmed through follow-up with the surgeon that the vse instrument was used as intended throughout the procedure with desired tissue effect and system tones and messages. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response.